Event description:
During a surgical procedure the ceramic tip of the resectoscope inner sheath fractured and broke inside the pt. All pieces were retrieved. No pt harm was reported.

Manufacturer narrative:
Visual insp of the instrument confirms that the ceramic tip is broken off the sheath tube. The broken piece of ceramic was returned with the unit. A burn is noted on the broken piece of ceramic. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. Also noted are multiple dents along the steel tube. The exact cause of the breakage of the ceramic tip cannot be determined. Due to the presence of the burn in the piece of the ceramic tip that was returned and the dents/damage on the steel tube and the fact that the adhesive on the base of the tip has retained the proximal portion in the tube, the cause of this failure is determined to be caused by the customer.